Event description:
During biomed testing and routine preventive maintenance of the device, there was no detected current output when the control switches were adjusted. The complainant indicated that there was no patient involvement in the reported malfunction.